Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported event. The fse replaced the compressor and the device then passed all testing. This report was submitted on 10/26/15, prior to the due date. However, due to issues with the FDA gateway, the report was not received by the FDA. Under the direction of the FDA, this is being resubmitted.

Event description:
It was reported that during patient use, a ventilator compressor was turning on and off. The patient was transferred to another device. There was no report of patient harm as a result of this event. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.